Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via phone call of hospitalization for high blood glucose of 474 to 500mg/dl. The customer had pneumonia before the hospital. Troubleshooting was performed and found that the drive support cap appeared normal and the customer was able to prime the device. Customer indicated that the tubing was kinked at some point prior to the call which may have caused the high blood glucose. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. No further assistance needed.